Manufacturer narrative:
(B)(4): method - lens work order search. Results - a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).

Event description:
The reported stated when the lens was taken out of the vial, the haptic was bent. There was no attempt to load the lens. Doctor did not want to use the lens. There was no patient contact. Reported lens was received defective.